Event description:
It was reported, the video system center had no image. The issue occurred after the unknown therapeutic procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting; the field service engineer (fse) was requested onsite to troubleshoot the issue. The fse performed troubleshooting, checked and adjusted the system settings with another endoscope to capture the images. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.